Event description:
A malfunction was reported on the customer's pump, causing the blood glucose level to display as "high," indicating it exceeded 500 mg/dl (27.7 mmol/l). To address this high level, the customer administered a correction injection via multiple daily injections (mdi) without requiring third-party assistance. The company's technical support arranged for a replacement pump to be sent and instructed the customer on necessary steps for returning the malfunctioning pump.